Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 24 synergy¿ stent, when the stent protector was removed, the stent got slightly stretched. The procedure was completed a non-bsc stent. No patient complications nor injury reported.